Manufacturer narrative:
Product has not been returned for evaluation as of the date of this investigation. No RMA was issued. If new information becomes available at a later date this complaint will be updated &/or a follow up be sent.

Event description:
Consumer states his chair intermittently stops while he is driving then if he waits a little bit it will move again, he does not noticed any lights flashing when this happens.